Manufacturer narrative:
The device was not returned to cardinal health for evaluation. Access site hematomas and pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma/pseudoaneurysm reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. A lot history review was not possible as the lot number was not provided. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report may be filed. Additional information: no over-the-counter medications or vitamin supplements.

Event description:
A voluntary consumer medwatch report (mw5065504) was received from the FDA. It was reported that the patient developed a pseudoaneurysm following closure with a mynxgrip vascular closure device due to alleged failure of the device. The patient had undergone left groin stent placement and a mynxgrip was used for left arterial closure. The patient was given the patient brochure and instructed to follow the directions listed. A 3-4 cm hematoma formed in the left groin upon discharge from the hospital. Five days later, the patient experienced groin bleeding. The patient followed up at the physician's office and was diagnosed with a pseudoaneurysm and instructed to go to the emergency room (ER). The patient went to the ER for the pseudoaneurysm. Upon assessment in the ER, the patient's blood pressure was elevated (180/100). To treat the pseudoaneurysm, the patient was initially given a thrombin 300 mg injection at the groin artery site using a guided ultrasound and then later given another thrombin 200 mg injection. The ultrasound was continued with final manual pressure. The patient was then admitted for observation and then discharged a day later. At the time of discharge, the patient had a small hematoma in the left groin and a new hematoma that was 6-7 inches in the right groin. The hematomas caused the patient discomfort and sleep problems. Six months later, the right side hematoma was almost gone, but still sore to touch. The patient continued to have a small hematoma to the left side (size of golf ball).